Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, one (1) shelf pack was missing part of the label. No adverse impact was reported regarding the patient or user.